Event description:
Catheter was easily inserted. However, pt's condition worsened after medication was administered. Catheters was immediately removed and new catheter placed. Catheter was tested outside pt upon removal and it was reported that medial lumen ran together with proximal lumen. There were no associated pt complications reported.